Manufacturer narrative:
(B)(4). Not available for evaluation.

Event description:
Per the clinic, the patient experienced no benefit with device use due to improper placement of electrode array. The device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012